Event description:
It was reported that monopolar curved scissors was found to have broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.17mm x 1.90mm in size. Additional observation not reported by site: the instrument was found to have abrasions on the tube adapter. The complaint regarding the broken tip was confirmed by failure analysis.